Event description:
The customer reported that the device "shows lights" but does not produce audible alarms -information regarding when the event occurred was not provided (before, during or post treatment) and no information was provided regarding patient involvement - therefore, it is unknown whether a patient was associated with regard to this issue. There was no allegation of patient injury, intervention or death. This issue is being reported due to the allegation of the device malfunction; failing to alert the user by audible alarm. (B)(4).

Manufacturer narrative:
Device evaluated and repaired in-situ. Dom to be provided in a follow up submission concurrently with the manufacturer's DHR review. The service technician confirmed the customer's issue; the sound module was unserviceable and therefore replaced. The root cause of the failure was determined to be an issue with the sound module (inoperative/faulty/bad part).